Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inductive programming head could not detect a pacemaker or a defibrillator anymore. The exterior casing of the programming head was damaged. Upon trying to interrogate a pacemaker, the yellow light worked properly but not the green lights. The programming head was used with different programmers but showed the same behavior.

Event description:
It was reported that an inductive programming head could not detect a pacemaker or a defibrillator anymore. The exterior casing of the programming head was damaged. Upon trying to interrogate a pacemaker, the yellow light worked properly but not the green lights. The programming head was used with different programmers but showed the same behavior.